Event description:
It was reported that the programmer would not boot up all the way. It was further noted that it was not needed back. The programmer was returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).